Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the lens was returned advanced into the nozzle area of a qualified cartridge. Inadequate viscoelastic is observed in the device. The trailing haptic is extended back. The optic and leading haptic are in acceptable positions. The cartridge tip has stress. The cartridge was cleaned for further evaluation. The lens was removed with cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. The root cause for the reported complaint may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgery materials inventory specialist reported that during a cataract extraction with intraocular lens (iol), the lens would not load correctly, and is stuck in cartridge. There was contact with the patient and the procedure was completed the same day. Additional information was provided by the initial reporter that there was no patient harm.